Event description:
Ous MDR - after an implantation period of approx. 30 months, oversensing on the ventricular channel was observed by home monitoring.

Manufacturer narrative:
The lead and the ICD were not returned for analysis. The analysis is therefore based on the returned data. The available device data were analyzed. Matching the clinical observation, the analysis of the existing iegms showed interference signals in the right-ventricular channel. The production documents of the ICD and the lead were reviewed. All manufacturing steps had been carried out properly. There was no indication of a material defect or manufacturing error. The cause of the interference signals cannot be determined based on the returned data. There were no indications of a malfunction of the ICD. Damage to the lead cannot be ruled out. If additional relevant information or the lead itself should become available, please send these to us also. The incident will then be updated accordingly.